Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the affiliate that the (2) tsb45 and (2) msm20 devices malfunctioned (no further details). Another instrument was used to complete the case. There was no consequence to the pt.